Manufacturer narrative:
(B)(4) date sent: 10/14/2020 device analysis: the analysis results found that a tlc75 device was returned with not apparent damaged. Upon visual inspection, it was noted that the tyvek was returned delaminate. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(6) 2020. Batch#: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? It was not possible to peeling back the blister. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Steril blister. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Ragged. Did the damage of the primary packaging compromise the sterility of the device? Yes. Please provide a picture (if available) not available.

Event description:
It was reported that the customer was not able to open correctly the package.